Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred.the sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.